Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricle lead exhibited low pacing impedance, decreased sensing and over-sensed noise that caused pacing inhibition. No intervention was performed. The patient was in stable condition and would be further monitored.